Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an gauze sponge. The customer stated after applying to wound, the sponge disintegrates. The customer reported after two days of using the curity amd sponge the patient's wound began to swell. The patient visited the local emergency room where the wound was excisoned, drained and repacked. The patient also receive a topical cream and antibiotics. It is unknown which type of cream and antibiotics were prescribed.